Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value and cause was unknown. Customer consumed food to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.